Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device monitor said shock not delivered but patient moved. The device was reported to be in use on a patient, causing a possible delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported multiple requests were made for additional patient/procedure information, however, no additional details were received.. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No ECG monitoring strips or case event files were provided to philips for review. The heartstart mrx instructions for use (publication 453564307761, page 317) explains that, when the device displays a "no shock delivered" message but a physiological response is seen from the patient, "minimal patient movement is possible in this situation as the defibrillator may deliver a small amount of energy." No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device monitor said shock not delivered but patient moved. The device was reported to be in use on a patient, causing a possible delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.